Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the coronary sinus was dissected during lead delivery system advancement, cps direct universal slittable outer catheter. Staining was visible under fluoroscopy. The patient was stable and the procedure continued. The left ventricle lead was successfully implanted. The patient remained stable during and post procedure.